Event description:
Customer received the following aviva system 1/system 2 results within 10 minutes: hi (greater than 600 mg/dl) and 158 mg/dl, hi and 252 mg/dl high blood glucose symptoms were reported with these results. Customer states she took 5 units of "humulin" insulin based on readings of hi. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 303257, expiration date 09/30/2012). Reference medwatch report (B)(6) for the suspect device used in system 1.